Event description:
Additional information was received from the site. The patient had been experiencing heart failure symptoms with leg swelling, shortness of breath and fatigue. The patient presented with moderate paravalvular leak of the 23mm sapien 3 ultra valve. Tte noted moderate paravalvular leak that is located posteriorly. The peak transaortic velocity (vmax) was 3.5 m/s. The peak aortic valve gradient was 48 mmhg, and the mean aortic valve gradient was 22 mmhg. The calculated aortic valve area and area index by the continuity equation are 1.1 cm2 and 0.5 cm2/m2. During the valve in valve procedure, the valve was pre-ballooned with a non-edwards balloon, and then a 23mm sapien 3 ultra resilia valve was implanted. The patient did well post-procedure.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on additional information received from the site. Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineering evaluation. The following sections of this report have been updated: additional codes added to h6 type of investigation, corrected h6 investigation findings, corrected h6 investigation conclusions. The device remained implanted and thus was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was provided by the site and the following observation was made: valve appeared under expanded with waist. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product malfunction contributed to the pvl. With the limited information available, the exact cause of the pvl is unknown but may be related to the mechanisms above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The increased valve gradients were confirmed based on the provided medical record. A review of the device history record and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the complaint event. Per imaging evaluation, the valve was under expanded, which could result in small effective orifice area (eoa) of valve, leading to elevated gradients. In addition, the patient had medical history of type ii diabetes. Diabetes is a known risk factor for developing bioprosthetic valve calcification. Tissue calcification can in turn contribute to the narrowing of effective valve area (i.e. Stenosis with thickened leaflets), which may lead to elevated gradients. Furthermore, the patient experienced paravalvular leak, which could also lead to the heart working harder for ejection, resulting in elevated gradients. As such, available information suggests that patient factors (diabetes, paravalvular leak) and/or procedural factors (under expanded valve) may have contributed to the increased valve gradients. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Manufacturer narrative:
Investigation is ongoing. H3 other text : device remains implanted.

Event description:
As reported by an edwards lifesciences field clinical specialist, approximately 2 years and 9 months post implant of a 23mm sapien 3 ultra valve in the aortic position, the patient is being assessed for a valve in valve procedure. Mode of failure is unknown. While no surgical date has been scheduled, valve in valve work up is being done.